Manufacturer narrative:
(B)(4). Covidien field service engineer inspected the device and verified the malfunction. The oxygen (o2) sensor was replaced. The ventilator passed all the required testing.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was removed from the ventilator as the oxygen (o2) sensor could not be calibrated. There was no report of serious injury or death associated with this event.